Event description:
The pt received two anchors with the same lot number. It was reported the pt is experiencing pain at the anchor site. F/u revealed the anchor was repositioned on (B)(6) 2013 and the pain issue has resolved.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.